Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2023. Prior to the procedure the right ventricular (rv) lead test within normal limits. However, during the procedure, the rv lead was connected to the new can and it was noted that the connector pin was bent. No capture was observed, and the pacing lead impedance measurement exceeded the upper limit. The lead was capped, and the rv port of the new device was plugged. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.